Event description:
It was reported that the patient went to the emergency room on (B)(6), 2026 due to diabetic ketoacidosis (dka) and hyperglycemia. The patient also experienced nausea and vomiting. The patient was discharged the next day on (B)(6), 2026. The caregiver alleged that the dka incident was a result of a defective pod. Blood glucose was reported to read "high" on the omnipod system, indicating levels above 400 mg/dl. No specific glucose readings were reported. The caregiver did not indicate whether any alarms or alerts were received. The pod was worn for a duration of longer than 48 hours. According to cloud data, the pod was activated on april 2, 2026 at 12:06 am and later deactivated on april 5, 2026 at 3:35 am (total wear time of 75.49 hours). The pod was discarded. Cloud data showed the customer did not activate a new pod until 5.5 hours later on april 5, 2026 at 9:07 am. No information was provided regarding the treatment received during the emergency room visit.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.